Manufacturer narrative:
The investigation determined that lower than expected valproic acid results were obtained from non-vitros biorad (lot 40900) quality control fluids processed using vitros valp reagent with a vitros 5600 integrated system. A definitive assignable cause cannot be determined. An unknown transient issue with the vitros valp reagent lot 1511-25-5974 on the day of the event could not be ruled out as a contributing factor to the event. The valp reagent storage and handling protocols were reviewed and no issues were identified. An instrument issue is not a likely contributing factor as other vitros microtip assays were performing as expected and a vitros 5600 instrument malfunction was not reported.

Event description:
A customer obtained lower than expected vitros valproic acid (valp) results from non-vitros biorad (lot 40900) quality control fluids using vitros valp reagent in combination with a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected valp results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on 12 december 2018. Please refer to report#: 1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).